Event description:
A customer contacted stryker to report that defibrillation energy would not discharge from the paddles of their device. Upon initial evaluation, stryker observed that the device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. It was determined the cause of the issue was high impedance, causing the device to not display an "abnormal energy delivery" message. Per the lifepak 20e monitor/defibrillator operating instructions, an abnormal energy delivery message will appear when the patient impedance measurement is out of range. The cause of the reported issue was isolated to the high impedance, however further root cause could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that defibrillation energy would not discharge from the paddles of their device. Upon initial evaluation, stryker observed that the device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.